Event description:
It was reported to boston scientific corp on 08/02/2007 that a vaxcel pasv PICC was used in a PICC line implant procedure in a female pt in 2007. According to user, the "PICC line (was) placed, (and) attempts to flush and get blood return [were] unsuccessful. The burgandy line would flush, but could not get blood return. The gray line, when drawing back - had air returned. When flushing, the flush drained out of the catheter hub. [The] [p]hysician replaced [the] catheter." Follow up info revealed that the second catheter was another of the same vaxcel pasv PICC. According to the user medwatch, there was "no adverse outcome" for the pt.

Manufacturer narrative:
The device has been received, but a complete eval has not yet been performed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. Initial observations revealed that there are 2 holes distal to the suture wing (see fig 1, below) . The actual fequency of the reported "catheter leak distal to the suture wing "failure mode is within the expected occurrence rate as cited in the vaxcel pasv PICC product risk analysis documentation.